Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had under delivery. The customer experienced the high as well as low blood glucose. The customer¿s high blood glucose was 213 mg/dl. 197 mg/dl, 294 mg/dl and the low blood glucose was 62 mg/dl. The customer reported that the self test was passed and the high pressure test was failed. The customer¿s hyperglycemia was treated with the insulin pump and the hypoglycemia was treated with food. The drive support cap was normal. The customer advised the pump will need to be replaced. The customer advised to revert to back up plan per health care professional instructions. The device will be returned for the analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test at 0.08760 inches. No possible over/under delivery anomaly noted. Device was downloaded and all bolus delivered were found at the carelink pro report. No unexpected prime/fill anomaly noted during testing.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.